Event description:
During a liver biopsy, the achieve needle obtained the first core sample. The second and third pass, a core sample was not obtained. A partial sample was obtained with the fourth pass. The pt did not experience any adverse reactions as a result of the incident.